Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Device malfunction. No head trauma occurred. Re-implantation is considered.

Manufacturer narrative:
According to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. A date for explantation surgery has not been fixed yet. This is a final report.

Event description:
Device malfunction. No head trauma occurred. Re-implantation is considered but no date has been scheduled yet.